Manufacturer narrative:
Batch review performed on 06.july.2021: lot 2000315: 26 items manufactured and released on 03-jun-2020. Expiration date: 2025-05-24. No anomalies found related to the problem. To date, 14 items of the same lot have been sold without any similar reported event.

Event description:
18 days after primary the patient came in reporting pain due to a periprosthetic fracture. The surgeon cabled the fracture, revised the stem and head and the surgery was completed successfully.